Event description:
In 2009, the patient reported experiencing elevated blood glucose of 227-321 mg/dl this afternoon. His normal blood glucose range is 120-140 mg/dl. He stated that he changed his insulin cartridge and infusion tubing at 8:00 am. At 10:00 pm, he disconnected from his infusion site and primed 20 units before insulin dripped from the end of the infusion tubing. He did not see any air bubbles in the insulin cartridge or infusion tubing. He removed the insulin cartridge from the infusion device and changed the infusion site and tubing. He was assisted with reinserting the insulin cartridge and he was able to prime the new infusion tubing and to reconnect to the infusion site. His blood glucose measured 162 mg/dl at the end of the call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.